Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the observed issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device does not respond when the lid is opened. As a result, the device may not power on to deliver defibrillation therapy, if needed.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to a failed reed switch, designator sw5. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device does not respond when the lid is opened. As a result, the device may not power on to deliver defibrillation therapy, if needed.